Event description:
It was reported that watchdog failures, base not responding, primary audible alarm, and insulation on power cord separating events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with damage to the bottom case and right plunger case. Power up and occlusion test were performed and the device passed testing. The reported issues could not be duplicated. Error history log review found acu (auxiliary control unit) watchdog failure, base not responding error and primary audible alarm. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: main board and speaker were replaced as preventative action. Power up process was performed and all functional test passed. The bottom case, right plunger case, barrel clamp guide, barrel clamp rod and barrel clamp spring were replaced as per a corrective and preventative action unrelated to the reported event. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.